Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant the patient experienced an infection. At follow up with primary care physician the pocket was drained and the sutures were removed. The patient was treated with antibiotics. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.